Event description:
Pride mobility go-go elite travel scooter tipped over while in use. Very tippy, even on slightly uneven pavement. If there is not enough room at the top of the handicapped access curb, and you have to turn over the slanted part, it threatens to tip sidewards. So you can not necessarily always use it perpendicular to the handicap accessible curbing. It is exceptionally unstable. Dates of use: 4 months. 2009. Diagnosis or reason for use: parkinson's disease, very limited use of lower.